Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that during the initial procedure on (B)(6) 2016, the physician had a deployment issue with the bifurcated device. The deployment cord on the bifurcated device was too tight and after several attempts at pulling the cord, the cord broke. In trying to remove the device from the patient the device unintentionally deployed in a sub optimal position. Following the bifurcated stent deployment the physician deployed a proximal extension as well and was not able to achieve a seal to successfully exclude the aneurysm. It was reported the initial implants are currently not anchored properly within the aorta and there has not been a scheduled intervention at this time.

Manufacturer narrative:
At the completion of the investigation, a clinical assessment was not completed due to patient medical records and images not received for evaluation. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The delivery system was returned for evaluation. The device evaluation was not able to confirm the reported event, no failure or malfunction detected. The returned device operated within specification. Due to the deployment issues associated with the reported event, final device deployment did not seal the aneurysm. The initial stents remain implanted in the patient and were not available for evaluation. There have been no additional adverse events reported for this patient.